Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. Access was obtained through the radial artery. The physician advanced the 2.5x24mm taxus liberte stent to the lesion, but was unable to cross. The stent delivery system was removed from the patient. Upon removal the physician observed that the stent strut was lifted up. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. Access was obtained through the radial artery. The physician advanced the 2.5x24mm taxus liberte stent to the lesion, but was unable to cross. The stent delivery system was removed from the patient. Upon removal the physician observed that the stent strut was lifted up. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified proximal stent damage on rows 1-6 the struts were pushed distally and misaligned with a slight kink at the proximal end of the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).